Event description:
The target site was the basilar tip aneurysm. The physician attempted to utilize double microcatheter (mc) technique and used an envoy 6french 100cm mpd guiding catheter, an echelon 10 45 microcatheter and an sl-10 str mc. The orbit coil was used for framing. The first half of the coil was deployed through sl10 and a gdc 3d 9mm coil through the echelon 10, however, after introducing the gdc coil entirely into the aneurysm, the physician tried to push trufill. After struggling several minutes to make basket which doesn't invade pca. He found out trufill did not advance or retrieve. After pull backed all the mc and coils at the same time, he found out trufill was stretched.

Manufacturer narrative:
The aneurysm was sacular with a height of 9.3mm, width of 10.1mm, length of 8.1mm, neck of 8.4mm, and a neck of sac ratio of 1:1mm. The mc was not re-shaped prior to use. No resistance occurred with the mc or during advancement with the coils. Prior to this coil, no other coils went through the same mc without resistance. No kinks in the mc contributed to the event. Additionally, there was no resistance when the coil was repositioned or during withdrawal of the coils. During the procedure, the coil was utilized like a guidewire, repositioning the microcatheter over the coil remained in the aneurysm. During the event, all the devices were removed, except the guidewire. However, after the event, the same microcatheter was utilized to complete the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13343916 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No non-conformance records or excursions were found for lot 13343916. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Additional information will be submitted within 30 days.